Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling dizzy and had a loss of consciousness. A remote transmission was sent and it was discovered that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that there was un dersensing on the right atrial (ra) lead and p-wave oversesning on the right ventricular (rv) lead. The device and leads remains in use. No further patient complications have been reported as a result of this event.